Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a clinical study that 3 patients (male:1, female:2) underwent bkp for the purpose of controling pain and preventing vertebral collapse associated with metastatic spinal tumor. In all 3 cases, pain alleviation was noted immediately after surgery. Cement leakage in small amounts outside the vertebral body was reported in one case. No complications associated with the bkp were reported.